Event description:
Customer reports vertical lift is not functioning properly. No injury reported.

Manufacturer narrative:
Service inspected unit and found no issue vertical lift. System functioned as intended. System back in service.